Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end was used during a procedure performed on an unknown date. According to the complainant, the catheter had fragments. Reportedly, the catheters were folded in half when received at the facility which could have caused the fragmentation. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: block b1, b2, b3, b5, d4, d8, e1, e3, h1, h4, h6 (patient codes), h8 and h10. Block h6: problem code 1069 captures the reportable event of catheter broken. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end was used during a procedure performed on an unknown date. According to the complainant, the catheter had fragments. Reportedly, the catheters were folded in half when received at the facility which could have caused the fragmentation. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received on september 10, 2019** reportedly, the device was used during retrograde pyelogram procedure performed on (B)(6) 2019. Additionally, the catheter was broken into three separate parts when removed from the patient. All fragments of the device was sucessfully retrieved. There were no patient complications reported as a result of this event.